Manufacturer narrative:
The following MDR has been submitted for the same patient: 3013450937-2022-00201. The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00334, 3013450937-2022-00335, 3013450937-2022-00336, and 3013450937-2022-00337. The following MDR has been submitted for the same patient: 3013450937-2022-00201.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision surgery: eleos male-female midsection, eleos distal femur, eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery on (B)(6) 2022. The following implants were revised during the revision surgery: eleos male-female midsection, eleos distal femur, eleos distal femur axial pin, eleos tibial hinge w/ rotational stop and eleos tibial poly spacer.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4111: communication/interviews. H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established.